Event description:
Customer reported the secondary medication emptied rapidly back up into the primary bag. Date of event unk. Testing confirmed back flow. This set was sent to the supplier for further analysis. If any new information received a f/u report will be submitted.

Manufacturer narrative:
This report was filed by the manufacturer.